Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a hole in the left cylinder. A new inflatable penile prosthesis consisting of 16cm x 9.5 mm cylinders, pump, and reservoir were implanted. No complications were reported in relation to the event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a hole in the left cylinder. A new inflatable penile prosthesis consisting of 16cm x 9.5 mm cylinders, pump, and reservoir were implanted. No complications were reported in relation to the event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
H3: device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. One of the cylinders had a leak near the proximal end of the cylinder attributed to wear and fatigue at the corner of a buckling fold. The cylinder also exhibited bulging when inflated. No other malfunction was identified. Product analysis confirmed the allegation of fluid loss in one of the cylinders.